Event description:
It was reported that vessel dissection that requires additional intervention occurred. The target lesion was located in the mid left circumflex coronary artery. The lesion was predilated with a 2.00 x10mm non-compliant balloon and a 3.00 x 20mm synergy xd was then deployed. The physician observed a type b stent edge dissection, and another stent was used to cover the dissection and complete the procedure. The patient was unstable for a while but eventually recovered and was stable.